Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited a high out-of-range shock impedance. All other lead measurements were stable and within normal limits. Boston scientific technical services (ts) suspects electromagnetic interference (emi). No surgical intervention was performed and the patient will be monitored.